Event description:
Related manufacturer reference number: 3006705815-2022-16444. It was reported the patient has never had effective therapy and has low impedances. The low impedances are preventing the patient from getting an MRI. Surgical intervention may be pending to remove the system.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had their ipg explanted and replaced to address the issue of low impedances. Nothing was done with the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.